Manufacturer narrative:
This is one of two device reports for this event; there are a total of two events for this patient.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and the event occurred due to the administration of the product for dialysis treatment.